Event description:
It was reported the customer's sensor was stuck to their enlite serter. The customer stated the needle was stuck inside the serter and they were unable to remove the needle. Customer's blood glucose was unknown. It was also found the customer's transmitter does not blink when connected to the sensor. Troubleshooting found the customer's sensor was slightly curved at the end. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and performed the sensor initialization test using a new lab transmitter. Confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.